Event description:
Following left heart cath, the patient coded and placed on a code cart monitor/defibrillator. The patient was defibrillated; after the first shock, the monitor read "low battery life" despite being plugged in and would not read heart rhythm off of the paddles, only off of EKG.